Event description:
It was reported that the universal handpiece was overheating during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. It was reported that system was supplying sufficient irrigation to the handpiece. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
The reported event of the device overheating could not be duplicated or confirmed. During testing the device was found not to be functioning and therefore no temperature tests could be performed on the device. During visual inspection, no failure modes were found with the device that would have likely caused or contributed to the reported failure.

Event description:
It was reported that the universal handpiece was overheating during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. It was reported that system was supplying sufficient irrigation to the handpiece. A backup device was used, and the procedure was completed successfully.